Event description:
Procedure type: hysterectomy. According to the reporter. The pursestring was deployed, dr (B)(6) was closing the cuff when the needle came out of endostitch jaws. When pulling the suture tight with grasper, the needle was detached from suture. Needle was located. Final closure was completed with standard endostitch suture, interrupted stitch/knot. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).